Manufacturer narrative:
(B)(4). (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record has been reviewed and no discrepancies were found. Investigation results concluded that the product is conform and the root cause is undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that some (6) package of optipac failed. It was the same problem with them all the monomer will not get in to the cylinder.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The returned device was evaluated and it was assessed that the top of the optipac was unscrewed. With the available information, investigation results concluded that the reported event was likely due to an handling error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that all the monomer did not get into the cylinder.